Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): 1 visually and by hand check that there are no large scratches, deformations, loose parts, or other abnormalities in the appearance of the control panel and scope connector. 2 visually confirm that there are no bends, twists, bulges, or other abnormalities near the boundary between the oredome part and the insertion part. 3 cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, sagging, deformation, bending, adhesion of foreign matter, falling off of parts, etc. Visually confirm that there are no abnormalities. 1 observe the palm, etc. Using normal light observation images and nbi observation images (excluding bf-mp290f). 2 confirm that the illumination light is emitted. (See figure 3.22) 3 adjust the light intensity to an appropriate brightness. 4 check that there are no abnormalities such as noise, blurring, or cloudiness in the normal light observation image and nbi observation image (excluding bf-mp290f). 5 operate the ud angle lever of the endoscope to bend the curved part. 6 operate the insertion tube rotation ring of the endoscope to rotate the insertion tube. Olympus will continue to monitor the field performance of this device.

Event description:
There was no delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a damaged charge coupled device (ccd) unit. The device evaluation also found the tube coating was peeling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had no image. The issue was found during preparation for use. There were no reports of patient harm.